Manufacturer narrative:
An investigation was carried out into this complaint. From the information received it appears most likely that the nurse injury was caused by improper use of the encore active lift. During the patient's transfer to bathroom the patient lifted up an arm and forcefully sat down causing the nurse injury who was trying to prevent the patient from falling. As the patient's weight pulled the chest belt down, one of the wipedown sling strap keeping the chest belt in place broke. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low. It can be established that the encore lift and the wipedown sling, which work together as a system, were being used for patient care when the event took place, and as such it appears the device played a role in the event outcome. The system inspection results showed that the encore lift showed that some parts are worn and damaged but has not impacted on the performance of the lift when using according to the IFU. The wipedown sling was found with one of the green strap keeping the chest belt in place ripped from the one side in the welding point. Based on this, the system was found to have malfunctioned (not performing to specification) when the event took place. With the involved active sling model, the patient is supported in a way that would make it exceedingly unlikely for the patient to suffer any harm if the chest strap were to completely fail. This is because, when the instruction for use (IFU) of the encore lift is followed, the patient's back will take the shape of "stomach forward, shoulders backward" which ensures the sling stays in place. This conclusion has been tested and is supported by the simulations performed to date. The active sling is applied on the back of the patient body and the chest belt is fasten by buckle in the front of the patient. Please note that the function of the chest belt is to keep the sling in lower part of the patient body preventing it from movements that can cause discomfort for the patient. The belt is routed along sling body towards the patient and secured by two straps welded in to places to the main sling body. Based on the information gathered the patient lifted up the arm and forcefully sat down. This caused that the patient came into a position hangs secured only by the chest belt. In the latter case one of the green strap keeping the belt in place ripped from the one side in the welding point. Nevertheless, the chest belt was being still fastened and secured by the second green loop attached to the sling body. Please note that the sling appeared to be already weakened by wear and tear. The sling involved is about 7 years old. Following the encore lift IFU (kkx52180 issue 3): - "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from date of purchase." Going further, in comparison to the passive lifts the person being handled by the active lift needs to be stable, able to partly bare own weight on at least one leg, have some torso stability, needs to cooperate with the caregiver and follow his/her instruction. Therefore, the proper patient assessment needs to be done before lifting. The encore lift IFU contains the crucial information and warnings: - warning: "a clinical assessment should be carried out by a qualified nurse or therapist before lifting patients who are non weight bearing. This applies to patients who have limited shoulder movement or cannot hold on with one or both hands." Based on the event description and all information gathered, it appears most likely that the patient assessment which should be carried out by a qualified nurse or therapist before lifting process was insufficient and therefore, is considered to be a contributing factor. Following the above evaluation and earlier incidents it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the staff still counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the professional assessment of the patient before transfer, correct lifting procedure and proper devices inspection before lifting a patient. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer to bathroom using encore active lift it was reported that the patient could not wait and flung arms up and forcefully sat back breaking straps of the wipedown sling which are intended to keep the chest belt in place. It was indicated that the patient fell to armpits in belt. The staff member attempted to assisted patient from falling through. This resulted in employee being injured. It was noticed that the staff was admitted to emergency room. The injury required 3 visits for immediate care. No more information regarding the staff outcome was released.